Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed in arterial hansen. The nurse stated that the leak was noticed at the end of treatment while removing the pt from the machine. Estimated blood loss was 5cc's. Patient required no medical intervention. Sample has not been returned to the manufacturer.